Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that malfunction alarms occurred. Additionally, it was reported that the pump time were incorrect; cause was not known. Customer's blood glucose level was 185 mg/dl. Customer adjusted the pump time to address the issue. Reportedly, the customer continued using the current pump for insulin therapy.